Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured at 6atm and was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient was good.